Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life within two years of implantation. The battery voltage was at middle of life 1, however the charge time was greater than 40 seconds. The device was explanted and will be returned for analysis.